Event description:
The patient has an scs system which includes 2 percutaneous leads (from the same lot). It was reported the patient is no longer receiving effective pain coverage. Surgical intervention will be undertaken at a later date to replace the percutaneous leads with a surgical lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.